Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 299 mg/dl at the time of the call. The caller stated that the screen of the insulin pump is frozen and giving a constant tone. The customer was advised to take the battery out for five minutes and reinsert them. The customer was advised to call back if the insulin pump had any further issues.